Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. The issue has been escalated to CAPA. A review of the product labeling was performed and found the labeling to be adequate for the reported problem.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.